Event description:
It was reported by the patient¿s caregiver that the patient has gone through four procedures she feels are related to the patient¿s device¿a hernia, blood pool in the pocket, two loose leads, and edema in the feet. Follow-up information from the company representatives indicates that one week after a device change there was a lead alert and upon interrogation the right ventricular (rv) lead resistance was up. During revision it was found that the set screws on the device were not holding the lead properly and the lead kept slipping out of the header. The device was explanted and replaced, and all numbers were within normal limits. Two weeks later there was another alert and the patient underwent a revision for the rv lead. The lead was capped and replaced by a chronic pace/sense lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead 2007-(B)(6), 4195 implantable pacing lead 2009-(B)(6). (B)(4).